Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient went to check their stimulators today using their patient programmer, and they could connect with the one on their right side, but they kept getting error messages on the left. The agent worked with the patient to synch with their left stimulator, and after repositioning to resolve poor communication, the patient was successful in connecting. After powering the programmer down and back up, the patient reported seeing eri. They navigated to their on/ok setting and then checked their implantable neurostimulator (ins) battery had 2.58v left. The agent reviewed eri/ eos information and redirected the patient to speak with their doctor about elective replacement intervals. No symptoms were reported. Additional information was received from the hcp confirming that eri was normal. It was resolved once the battery was replaced. A use before date (ubd) issue was identified. The implant date is greater than ubd.

Manufacturer narrative:
H3. Analysis of the neurostimulator (s/n (B)(6)) found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) reported the battery was replaced due to normal battery depletion on september 13, 2024.